Event description:
It was reported that the drain line on a cassette set was missing its pull ring cap. The issue was noticed prior to use when the cassette was removed from the shipping container. There were no damages to the shipping container or the over pouch the cassette was in. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.